Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported there was a lot of pain around the pocket site. They also stated that it had been slightly tender but not hurting. They indicated that it would hurt when sitting, stretching or moving. The patient stated she knew what the stimulation sensation felt like and it was definitely not that. It was a stinging sensation when the muscles around the pocket site move. She reported that the area was too tender to palpate but she could definitely feel one corner which was where it's tender. It was further reported that the patient had a colonoscopy where she didn't turn the system off but no polyps were removed. The change in therapy/symptoms was considered sudden. Additional information received from the healthcare professional (hcp) reported that the cause of the pain was vaginal myofascial pain. Diagnostics were performed using trigger point injection and rx for gabapentin.

Event description:
Additional information was received from the patient. They reported that they ended up having emergency surgery because their body rejected the implant and they got an infection, so they had it removed. This was several years ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va177v4 implanted: (B)(6) 2016, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 2020-05-31, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported there was a lot of pain around the pocket site. They also stated that it had been slightly tender but not hurting. They indicated that it would hurt when sitting, stretching or moving. The patient stated she knew what the stimulation sensation felt like and it was definitely not that. It was a stinging sensation when the muscles around the pocket site move. She reported that the area was too tender to palpate but she could definitely feel one corner which was where it's tender. It was further reported that the patient had a colonoscopy where she didn't turn the system off but no polyps were removed. The change in therapy/symptoms was considered sudden. Additional information received from the healthcare professional (hcp) reported that the cause of the pain was vaginal myofascial pain. Diagnostics were performed using trigger point injection and rx for gabapentin. Additional information was received from the patient. They reported that they ended up having emergency surgery because their body rejected the implant and they got an infection, so they had it removed. This was several years ago. Additional information was received from the patient. They clarified it was a lead infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.